Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2250 mcg/ml of baclofen at 1401.7 mcg/day via an implantable pump. It was reported the patient was at a facility with an empty pump. The pump had been empty for a week (relative to (B)(6) 2020). The patient was unable to have the pump filled due to covid-19. The facility did not realize the patient had a pump until this time. The facility did not have access to a clinician programmer. Troubleshooting considerations were reviewed. No symptoms were reported.